Event description:
It was reported that the patient experienced major bleeding on (B)(6) 2022, while on anticoagulation medication. The bleeding was reportedly due to complexities of medical management and was thought to be device related. The patient was transfused with less than four units of red blood cell (rbc) concentrate over the course of 24 hours.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remained ongoing on hm3 lvas, serial number (B)(6), until undergoing a pump exchange on (B)(6) 2023. Reference MFR# 2916596-2023-02065 for the evaluation of the returned device. The relevant sections of the device history records for mlp(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.